Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 false negative sars result for one symptomatic patient, tested as part of an evaluation study. The customer communicated the result was negative by molecular (pcr testing). No information was provided regarding how many days post onset of symptoms. Patients used in the study were tested from various stages after symptom onset.